Manufacturer narrative:
On (B)(4)2014, the field service engineer (fse) evaluated the instrument and found the drain tubing below the rbc (red blood cell) bath leaking, which routes to pinch valve vl12a. The fse replaced the rbc bath drain tubing to resolve the leak. . Identification of failure modes: attributed to a leak in the rbc bath drain tubing. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified is likely to cause bath carryover affecting rbc/indices and platelet results. Evaluation of product labeling: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as about 3 ml of a bluish leak (mostly dried) under the rbc (red blood cell) bath and contained within the instrument. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.